Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. This record is for the right side. Device has been explanted.

Event description:
Healthcare professional reported deflation. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, d9, h3, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Laboratory analysis summary: the device related to the reported events deflation was received on (B)(6) 2025, with lot number 1833162. Based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed 1 opening assessed as unidentified (tear) opening, and 1 opening assessed as surgical damage. As per the investigation procedure, creases, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.